Event description:
It was reported that the patient experienced withdrawal. Per patient, the hcp told her the "line needed to be cleaned out". It was indicated that the catheter had an occlusion at the proximal/distal connection. A revision was performed; "side access". They flushed out the pump and the patient was feeling the medication going into her. Per patient, the medication was "flowing and working ok". The patient recovered without sequelae. The pump was delivering fentanyl, clonidine and marcaine.

Event description:
Additional information received reported the patient was in withdrawals for a week. The patient was "not feeling right" and "shaky." After the catheter had been flushed out, the patient's legs and arms stopped shaking. They had been shaking so bad that she could not walk. The patient had an appointment with her health care professional (hcp) scheduled for (B)(6) 2012.

Manufacturer narrative:
Catheter model#8709, serial# (B)(4), implanted: 2005-(B)(6), explanted:unk. (B)(4).

Manufacturer narrative:
(B)(4).